Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual analysis was performed and no anomalies were found.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from (B)(6) funeral home stating cause of death was "end of life". Information identified in the paperwork indicated the patient died approximately 5 months post implant of the ICD system. Additional information regarding the death of the patient was requested and not received.